Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was risk with the surgical arm and arm guide hitting the patient during the procedure. The emergency stop button was pressed, the surgical arm was sent to the clear up position, and then sent to the next trajectory. The arm guide was kept as close to the surface of the patient as possible to improve accuracy. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6) a1-a4: patient information is not available. H6: the exports/logs were returned for analysis. The analysis determined that the issue was related to a know system defect for software version 5.0 and 5.0.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.